Event description:
It was reported that the customer's pump screen remained dark and would not turn on despite various troubleshooting attempts. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite consultation with technical support to troubleshoot the issue, including checking the power source and charging the device, the pump screen did not activate, and the pump was not replaced due to warranty and account issues.